Event description:
It was reported that the customer has passed away at home. The caller stated that the customer passed away suddenly; no significant events leading to the passing. The customer was found on the bathroom floor. The customer had a pacemaker. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump. The customer did not use cgm - sensors. The caller did not have the insulin pump or the glucose meter to confirm the decedent's last recorded blood glucose value. The insulin pump information was could not be verified at the time of the phone call because the caller does not have the customer's device. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.